Event description:
The manufacturer was contacted regarding a ds2adv auto CPAP w/humid+ht cell/bt device. The patient states that her water chamber has the presence of black particles/charcoal. She alleges becoming sick due to the black particles (sinus issue and bronchitis). The patient mentioned cleaning using vinegar, water, and soclean soap. When asked if she had applied soclean to the replacement to remove mold, she responded that she had not. The patient consulted her pcp and underwent an x-ray, and that's when sinusitis, bronchitis, and pneumonia were detected. The manufacturer's investigation remains ongoing. Upon its completion, a subsequent report will be submitted.